Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Concomitant medical products: positive pressure valve. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set leaked from around the seam of the filter, no cracks. The leak occurred during an infusion rate of 100ml/hr. No report of patient harm.